Event description:
It was reported that pump experienced malfunction after customer underwent head CT scan, with malfunction message displaying and internal fault noted. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction message appeared again, which customer acknowledged and understood.